Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient's husband alleges "that his wife passed away on the 5th of april from waiting on the replacement unit." This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.